Event description:
The patient/lay user contacted lifescan (lfs) alleging that the meter was set to the incorrect uom. The meidcal affairs specialist (mas) mailed a letter since the patient could not be reached by telephone for further clarification. The patient contacted lifescan alleging that she received a hi (>600 mg/dl) on the meter. There is no information on whether the patient experienced any symptoms at the time of testing. The patient visited the physician greater than 30 minutes later, and was tested on another device; however, there is no information on what the reading was. A medical professional treated the patient with insulin. The patient mentioned that the meter was previously set to the correct uom; however, does not recall recently changing the uom. The meter is not a new product (out of box). Customer care agent (cca) sent the patient a replacement meter and testing supplies. No further clinical information was provided.